Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported via medwatch 3500a, during an unknown procedure, the "dilator sheath" included in the micropuncture transitionless stiffened cannula access set separated in the patient's groin. The device was not able to be removed. Investigation evaluation. Reviews of the documentation, instructions for use (IFU), manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. There were no identified gaps in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product is packaged with instructions for use which state, ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position.¿ the user is warned not to attempt to insert or withdraw the introducer if resistance is felt. Based on the limited information available, investigation has concluded that a cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
The medwatch 3500 a indicates that the device is available for return; however, no customer contact information was provided to inquire about the device return status. Occupation: other healthcare professional. PMA/510(k) number: k171275. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported via medwatch 3500a, during an unknown procedure, the "dilator sheath" included in the micropuncture transitionless stiffened cannula access set separated in the patient's groin. The device was not able to be removed. There are no further details surrounding this event, and no customer contact information is available.